Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
It appears from the information provided to-date that the patient was revised to address poly wear of the insert.

Manufacturer narrative:
Conclusion and justification status: the complaint states theatre (B)(6) mentioned it needed to go back to depuy to see why the insert had a large amount of wear. A complaints search on codes 129405410 identified previous complaints due to implant bearing wear. A lot specific search could not be conducted as no lot numbers were received. A review of manufacturing records could not be conducted as no lot numbers were received. It should be noted that no products were received with regard to this complaint. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.